Event description:
The user facility reported that blood was noted dripping from the gas outlet port shortly after initiation of bypass. It was determined that no change out was needed and the unit was to complete the procedure. The fi02 was turned up and there were no pt complications. The total volume of blood loss was not estimated, but it was described as making a 6-inch puddle.